Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator powered on without keypress activation when the sd card was inserted. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on without keypress activation when the device was connected to ac power or the sd card was inserted. The device's system board will be replaced to address the issue.